Event description:
It was reported that during a contra-lateral superficial femoral artery (sfa) dilatation procedure, guide wire coating damage occurred. The 80% stenosed and calcified lesion was located in the non-tortuous sfa, however, which sfa is unk. Following proper preparation of the device, the physician attempted to advance the 0.035, 150cm zipwire, however, resistance was encountered and the guide wire was unable to cross the lesion. Upon attempting to withdraw the device using "normal" force, the "external part of the distal portion of the guide wire" coating detached and remained the sfa. The physician was unable to retrieve the guide wire coating. The procedure was completed with another of the same device. The physician has no further plans to retrieve the coating in a subsequent procedure. The patient's status is unk.

Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.